Event description:
Following compounding 11 bags of tpn, it was discovered was empty, even though none of the 11 bags had been programmed to receive any solution from that container. All 11 bags were discarded, so there was no pt involvement. The user was advised not to use the unit, which was swapped out.